Event description:
It was reported by a customer in (B)(6) that, the ht70 ventilator arrow down button was not functioning, although the tech observed that the upper button was functional. There was no pt involvement.

Manufacturer narrative:
The unit was returned for eval and repair. However, the reported condition was not duplicated at the repair office. (B)(4).